Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned where it was discovered that the outer insulation was kinked/buckled, strain relief not sufficiently bonded to lead body. The causal code was changed from device evaluated and alleged failure could not be determined to device was out of specification in a manner that relates to event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found.

Event description:
It was reported that during the implant procedure during the "flushing" process, the lead showed outer layer defects . The lead was not implanted. No patient complications were reported as a result of this event.